Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 6 on 8m2 main cabinet was not opening and failed to stay close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 6 did not sensed closed. A field service engineer powered off the station to begin maintenance. It was identified that the inseparable had lost its magnet, which was then replaced. A hardware test was conducted using the hardware test application, and it passed successfully. Following this, the pharmacy technician completed an inventory of the medications in the drawer without any issues. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a main drawer 6 on 8m2 main cabinet was not opening and failed to stay close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.